Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
Patient was revised to address loosening from bone to implant interface. It was also reported that the patient revised for wrong implant. Cemented femur was implanted in the place of a pressfit implant. Femur removed and revised. Doi: (B)(6) 2020 dor: (B)(6) 2020 left knee.

Event description:
It was reported that a revision surgery was performed due to a wrong implant. Cemented femur was implanted in the place of a pressfit implant. Femur was removed and revised. Hospital surgeon and nurses feel strongly that the packaging is indiscernible from alternative implants and confusing. Doi: (B)(6) 2020 dor: (B)(6) 2020 left knee.